Manufacturer narrative:
(B)(4). D10: cat# 650-1057, lot# 2958832, cer bioloxd option hd 36mm. Cat# 650-1065, lot# 2959085, cer option type 1 tpr sleve -3. Cat# 010000856, lot# 6443904, g7 neutral e1 liner 36mm d. Cat# 010000662, lot# 6549335, g7 pps ltd acet shell 50d. Cat# 00-6624-065-25, lot# 64732037, bone screw self-tapping 25 mm length 6.5 mm dia. Cat# 00-6624-065-30, lot# 64088045, bone scr 6.5x30 self-tap. Cat# 00-6624-065-30, lot# 64834709, bone scr 6.5x30 self-tap. Cat# 00-6624-065-40, lot# 65479684, bone screw self-tapping 40 mm length 6.5 mm dia. Cat# 00-6624-065-20, lot# 64202817, bone screw self-tapping 20 mm length 6.5 mm dia. Cat# 00-6624-065-20, lot# 64202817, bone screw self-tapping 20 mm length 6.5 mm dia. Cat# 00-6624-065-25, lot# 63436750, bone screw self-tapping 25 mm length 6.5 mm dia. Cat# 00-6624-065-25, lot# 64834697, bone screw self-tapping 25 mm length 6.5 mm dia. It was reported that 1 of the 9 screws fractured during the revision surgery. It is unknown at this time which screw fractured. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed. A revision occurred approximately 4 years later due to pain, noise, instability, and osteolysis. While placing the cage during the revision, one of the screws broke and remained implanted. No complications were noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported initial left total hip arthroplasty that was subsequently revised approximately 4 years later due to pain, noise, instability, osteolysis, and loosening. During the revision while placing the cage noted a screw broke, was unable to retrieve broken part, and remained implanted. Another screw was utilized without complications. Attempts have been made and no further information is available.